Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No injury or medical intervention was reported.